Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant bwi products: carto® 3 system (us catalog # unknown, serial # unknown). (B)(6). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a smartablate generator and suffered esophageal fistula. About two weeks after the ablation procedure it was discovered that the patient had esophageal fistula. It is unknown if medical/surgical intervention was performed. There¿s no information regarding patient¿s outcome. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. The generator was used in power control mode at 30 watts and the ablation time was all 30 seconds or less. The ablation index value was not displayed high. The contact force was of 20 grams or less. No catheter malfunctions were reported. The temperature was displayed within normal values. No further information is available at the time. Biosense webster manufacturer's reference number (B)(4) has two reports related to the same incident: this report # for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter), MFR # 2029046-2019-02815 for product code unk_smartablate generator (smartablate generator).

Manufacturer narrative:
It was reported that a 60-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a smartablate generator and suffered esophageal fistula. About two weeks after the ablation procedure it was discovered that the patient had esophageal fistula. It is unknown if medical/surgical intervention was performed. The device evaluation has been completed. The device was visually inspected and it was found in good conditions. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. After that, magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. Along with manufacturing record evaluation the manufactured date and expiration date were reviewed and provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. Customer complaint was not confirmed. The root cause of the adverse event remains unknown. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the internal failure of the sensor is unknown. An internal corrective action investigation was created to investigate this issue. Similar complaints are monitored monthly. Additionally, on 7/1/2019, during the product evaluation process, the lot number was verified as 30136360l. Lot has been populated. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 3/26/2019, bwi received additional information about the event indicating the catheter will not be returned for evaluation. The fistula was discovered after patient complaint and the physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On (B)(6)2019 , the bwi product analysis lab received the device for evaluation. Initial visual analysis observed no anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.   Manufacturer's ref. # (B)(4).